Event description:
A (B)(6) female patient contacted zoll customer support to report that one of her batteries would not charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not change) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion inside the battery pack and on the connector. The cause of the inability to charge and power on a monitor is the corrision. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.